Manufacturer narrative:
The device in question arrived at maquet (B)(4) on 2014-04-10. Investigation is still pending. A supplemental - medwatch will be submitted when additional info becomes available.

Event description:
A head error was reported. (B)(4).